Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, loose drive support cap and damage from the insulin pump. The customer's blood glucose reading was in the 400's mg/dl. The customer treated with syringes. The customer stated that she was nauseous. The customer stated that the pump did not alarm no delivery and there was a low reservoir alarm before her set change. The customer reported the drive support cap to appear protruded. The customer stated that the dome sticker was missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies were noted. A water filled reservoir was used during the test. The pump primed properly and no air bubbles anomaly was noted. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The motor was tested outside the device and it passed. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.